Manufacturer narrative:
Correction: please retract this report 2017865-2023-10305. Since there is no malfunction on the device.

Event description:
It was reported that the patient's implantable cardiac monitor exhibited undersensing. No intervention was performed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.